Manufacturer narrative:
The insulin pump passed displacement test, prime/compromised force sensor system test, and excessive no delivery test. There was no excessive no delivery alarm. The insulin pump was received with a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a blood glucose of 600 mg/dl and a no delivery alarm when she changed the set. Customer's blood glucose is 400 mg/dl. Customer treated with a manual injection and stated that she has a back-up plan. Customer stated that the alarm occurred previously and had occurred during bolus. Customer stated that the issue has been resolved by a complete set change. Customer stated that she still wants the pump replaced because she doesn't feel comfortable.